Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump had a loose drive support cap. The customer¿s blood glucose level was unknown at the time of the incident; the caller stated that the patient's blood glucose was normal and did not require medical treatment. The caller complained that the drive support cap is loose and sticking out from the side of the insulin pump. The caller did not troubleshoot the issue. The insulin pump will not be returned for analysis.